Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Thread of the universal rod broke apart. After the thread of the rod was broken off, the conical attachment no longer fits.

Event description:
Thread of the universal rod broke apart. After the thread of the rod was broken off, the conical attachment no longer fits.

Manufacturer narrative:
The reported event that universal rod t2 femur ø9 mm was alleged of issue (instruments - broken, deformed, worn or scratched) could be confirmed, since the returned device matches with the alleged failure mode. The product was received for inspection and the threads on the product were found to be damaged. The found damaged thread windings indicate that the universal rod was inserted into a counterpart thread in oblique mode. The presented damages are a result of a user error. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. If any further information is provided, the complaint report will be updated.